Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and one month later, the patient had a pulmonary artery thrombectomy. Around, one month later, computed tomography of the chest for pulmonary embolism was performed for the patient which indicated punctate filling defect in a segmental pulmonary arterial branch to the right upper lobe consistent with residual small pulmonary embolism, decreased compared with the previous finding in this location. No acute pulmonary embolism was identified elsewhere in the lungs. Around, two months later, computed tomography of chest for pulmonary embolism with intravenous contrast was performed which showed that there was a small residual filling defect in one of the right upper lobe pulmonary artery branches similar to previous. Otherwise, no signs of acute pulmonary embolism. A computed tomography was revealed the filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat and one leg penetrates into the aorta. Around, three years and eight months later, computed tomography of the abdomen without contrast was performed for the patient with abdominal pain which indicated that there was an inferior vena cava filter in place. Findings of this study also showed there were metallic foreign bodies in the right and left lobe of the liver. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 08/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the aorta and inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.